Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / constant pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), uterine perforation ("essure coil in the proximal end of the left fallopian tube, extending into the myometrium of the left cornu, perforation uterus") and device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's past medical history included pregnancy, uterine fibroids and bleeding menstrual heavy. Previously administered products included for to prevent pregnancy: mirena from (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal") and dyspareunia ("painful sexual intercourse"). In (B)(6) 2013, the patient experienced depression ("depression") and anger ("always anger"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/severe cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("menorrhagia / 3 years progressive menorrhagia / heavy bleeding x7 days"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("constant left side pain"). The patient was treated with antibiotics, medroxyprogesterone acetate (depo-provera) and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, uterine perforation, device dislocation, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, depression, anger and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anger, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she had previously consulted for hysterectomy vs. Ablation but was not ready to undergo surgery at that time. But she was frustrated with abnormal uterine bleeding and desires surgery now. She tolerated procedure well. After essure removal most, if not all, symptoms had decreased. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and embedded device (confirming the device dislocation). Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet received event "embedded device was updated to uterine perforation". Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / constant pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), device dislocation ("migration of essure device "), uterine haemorrhage ("abnormal uterine bleeding") and embedded device ("essure coil in the proximal end of the left fallopian tube, extending into the myometrium of the left cornu") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's past medical history included pregnancy, uterine fibroids and bleeding menstrual heavy. Previously administered products included to prevent pregnancy: mirena from (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal") and dyspareunia ("painful sexual intercourse"). In (B)(6) 2013, the patient experienced depression ("depression") and anger ("always anger"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("inability to have sexual intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/severe cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("menorrhagia / 3 years progressive menorrhagia / heavy bleeding x7 days"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("constant left side pain"), uterine haemorrhage (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, device dislocation, dysmenorrhoea, dyspareunia, vaginal discharge, depression, anger, abdominal pain, uterine haemorrhage and embedded device outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anger, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she had previously consulted for hysterectomy vs. Ablation but was not ready to undergo surgery at that time. But she was frustrated with abnormal uterine bleeding and desires surgery now. She tolerated procedure well. After essure removal most, if not all, symptoms had decreased. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and embedded device (confirming the device dislocation). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - reporter¿s information was updated, and a new reporter was added. Start date of essure was updated to (B)(6) 2013 and removal date was updated to (B)(6) 2016. Furthermore the events ¿vaginal bleeding¿, ¿menorrhagia¿, ¿bladder infection¿, ¿urinary tract infection¿, ¿vaginal infection¿, ¿female sexual dysfunction¿, ¿device migration¿, ¿menstrual cramps¿, ¿dyspareunia¿, ¿vaginal discharge¿, ¿depression¿, ¿anger¿, ¿abdominal pain localised¿, and ¿device monitoring procedure not performed¿ were added. On (B)(6) 2018: medical records received - reporter's information was updated and new reporters were added. The events "abnormal uterine bleeding" and "embedded device" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even forced to subsequently undergo surgery to remove one or more of the essure coils. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.